Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr a 14f manta was deployed for closure in the right common femoral artery. Vasculature was noted as 5.6mm, mild calcification, and a deployment depth measurement of 4 + 1. A central access was gained utilizing micropuncture and ultrasound. No issues were encountered during advancing or withdrawing of procedural sheaths. A post angiogram revealed blushing and a dissection proximal to the manta marker with no flow distal. Manual pressures held, and the physician went directly to a cut down. Two covered stents were placed proximal to the cut down area and flow was restored. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device. The device was not returned for investigation purposes and three attempts to obtain imaging for this incident were requested without success; therefore, the root cause of the stenosis cannot be determined. The IFU lists the following as potential adverse events related to the deployment of vascular closure devices: other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding, local trauma to the femoral or iliac artery wall such as dissection, and vessel laceration or trauma leading to surgical repair. Additionally, precautions if hemostasis is not achieved following manta deployment, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: a 14f manta was deployed s/p tavr with 26mm valve with a 14 f sheath. A post angio was taken with blushing and dissection proximal to the radio opaque marker and no flow distal. Pressure was held and a cut down was performed. Flow was restored with surgical intervention and two covered stents were also placed proximal to the cut down. The patient bmi was reported as 20.8.